Manufacturer narrative:
(B)(4) the complaint iw934 cosycot infant warmers were not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the photograph and information provided by the hospital, previous similar investigations and our knowledge of the product. The serial numbers of the three iw934 cosycot infant warmers were: (B)(4) (manufactured on (B)(6) 2009),(B)(4) (manufactured on (B)(4) 2009) and (B)(4)(manufactured on (B)(4) 2009). The hospital reported that the heater head of three infant warmers was cracked. Only one photograph of one infant warmer heater head was provided. Visual inspection of the photograph revealed that plastic chipping and flaking was evident at the bottom edge of the uppercase of the head warmer. No cracking of the heater head was evident. A lot check revealed no other complaint of this nature for lot number 090602 and lot number 090717. The subject infant warmers were released for distribution on (B)(6) 2009 and are thus already (B)(6) units. Without the return of the complaint devices or photographs of all three complaint infant warmers, we are unable to determine what may have caused the problem reported by the customer. The reported cracking may have been related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other warmer components.

Event description:
A hospital in (B)(4) reported that three iw934 cosycot infant warmers had cracked warmer head cases. No patient consequence was reported.